Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room (ER) after a high watt alarm on the left ventricular assist device (lvad). Hematuria present starting at noon. International normalized ratio (inr) 3. Pump thrombus was confirmed by log files and labs. The patient was admitted to the intensive care unit (ICU) and a heparin drip started. Tissue plasminogen activator (tpa) was initiated as watts and lactate dehydrogenase (ldh) were still increasing. The lvad remains in use. The patient will be monitored over the weekend and bridge back to coumadin if successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted with stroke like symptoms and high power/flow. Computerized tomography (CT) scan was performed which confirmed hemorrhagic cerebrovascular accident (cva). The patient was seen by neurosurgery, no surgical intervention warranted. Hemiparesis, right upper and lower extremity flaccid. The patient was discharged to inpatient rehab following hospitalization and was able to move right leg some and with passive range of motion to right upper extremity. Patient with recurrent pump thrombosis. There were no good treatment options given risk for bleeding. Comfort care protocol initiated. Care slowly decelerated. The lvad was turned off and care withdrawn. The patient expired.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 1 high watt alarm was logged on (B)(6) 2017. Of note, it was reported that the patient received heparin drip. Tpa treatment was initiated as watts and ldh were still increasing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. If information is provided in the future, a supplemental report will be issued.